Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the communication problem arose from a connectivity issue with the network cable. A field service engineer checked the network settings and reseated the network cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system experienced a communication issue, which hindered users from accessing the medication. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.